Event description:
There was an allegation of questionable creatinine and ise indirect na-k-cl for gen.2 results for 5 patient samples on a cobas 4000 c311 stand alone system. Sample 1 had an initial na result of 122 mmol/l with a data flag, an initial k result of 4.15 mmol/l, and an initial cl result of 85.3 mmol/l. The repeat na result was 150 mmol/l with a data flag, the repeat k result was 5.37 mmol/l, and the repeat cl result was 111.7 mmol/l with a data flag. Sample 2 had an initial creatinine result of 27 umol/l with a data flag. The repeat result was 80 umol/l. Sample 3 had an initial na result of 161 mmol/l with a data flag, an initial k result of 6.23 mmol/l with a data flag, and an initial cl result of 129.3 mmol/l with a data flag. The repeat na result was 141 mmol/l, the repeat k result was 4.74 mmol/l, and the repeat cl result was 109.9 mmol/l with a data flag. Sample 4 had an initial creatinine result of 38 umol/l with a data flag. The repeat result was 91 umol/l. Sample 5 had an initial creatinine result of 29 umol/l with a data flag. The repeat result was 95 umol/l.

Manufacturer narrative:
The reagent and electrode information were not provided. The field service engineer (fse) found that the rinse arm assembly was not functioning correctly. The fse adjusted the overfilling rinse unit and corrected the placement of the detergent bottle, which had been incorrectly positioned. The service maintenance actions performed by the fse resolved the issue.